Event description:
It was reported to philips that the allura system was not powering on. The device was not in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-01648. This complaint will be closed as duplicate.